Manufacturer narrative:
(B)(4) on an unreported date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The bacterial peritonitis was manifested by cloudy effluent. The cause of the event was unknown. Beginning on an unreported date in the same month as the onset, the patient was treated with vancomycin twice weekly for three weeks intravenously (dosage not reported) and gentamycin twice weekly for three weeks intravenously (dosage not reported) for the bacterial peritonitis. Approximately two months prior to the receipt of this report, the peritoneal dialysis catheter was replaced. Dianeal therapy was ongoing. The patient was recovered from the bacterial peritonitis. No additional information is available.